Event description:
New information received noted that programming changes were made, and patient condition was stable.

Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that implantable cardiac defibrillator (ICD) exhibited far r over-sensing. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Additional information was requested but not received.